Event description:
During an extended lesion set case, the surgeon was dissecting around the right side of the pulmonary vein, the tip of the dissector (mid1) was exposed but hung-up on some tissue. The surgeon elected to use a bovie to free up the dissector and hit the pulmonary artery. The procedure was abandoned and the patient was put on-pump to repair the tear. The surgeon had to cannulate the patient to repair the artery. The surgeon indicated that he made an error in judgement and that the issue was not device related. There was no long term patient consequence.

Manufacturer narrative:
No further information has been provided at this time by the account. Evaluation summary - the device involved in the event was not returned for evaluation. A retained sample of the device from a similar lot was evaluated. The sample was evaluated for functionality. There were no issues noted for the functionality of the device. Also, the device history record was reviewed and no anomalies were noted.